Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued. In litigation.

Event description:
Pride (B)(4) forwarded a letter from a lawyer alleging an injury.